Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0190 on (B)(6) 2005. Many years later the patient has suffered chronic pelvic, lower abdominal and vaginal area pain, severe pain during intercourse, urinary frequency and urgency, worsening urinary incontinence, retention, leakage, urinary and vaginal infections, and an inability to sit or stand or walk for a length of time. No further information has been provided.